Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable being damaged was confirmed. The returned mpu¿s (serial number: (B)(6) patient cable was observed to have a damaged white lemo connector upon arrival, as part of its thread was slightly deformed. The mpu was functionally tested at the european distribution center and was found to perform as intended despite the observed damage. The patient cable was replaced with a new component, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the patient cable was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev c, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev c, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 27jul2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu had damage on the patient cable white connector.